Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation of the returned product was performed. The drill bit was received with the tip broken off midway up the flutes. There is a light scratch on the coupling end and the tip of the drill bit appears to be slightly rounded and chipped at the cutting edge. The root cause of the complaint condition could not be identified. The drill bit meets material and hardness specifications. The diameter of the drill bit is also within tolerance. The bit could not be correctly inspected due to the wear that is present. Based on the specifications at the time of the original manufacturing, an unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
It was reported that a drill bit broke at the beginning of use during an open fixation procedure for the repair of a fractured clavicle on (B)(6) 2013. The drill bit fragment was easily retrieved from the patient wound without a significant delay in surgical time. Surgical delay time was under 15 minutes. A different drill bit was used and the surgery was successfully completed. There was no harm to the patient. It was noted the drill bit appeared to have been reprocessed though it is intended, but not labeled, for single use. It was observed that the tip of the bit appeared to have been re sharpened and it was a different color than the product would have been when originally manufactured. A reprocessing mark could not be found on the device. This report is for one, 2.5mm drill bit/qc/gold/110mm. This report is 1 of 1 for complaint (B)(4).